Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. On (B)(6) 2025, the patient's wife called emergency medical services due to the patient starting to ¿get delirious¿. Once ems arrived, the patient¿s bg meter reading was too high to give a reading. A retest was done, and the bg meter reading was 1400 mg/dl while the patient¿s cgm was reading low mg/dl. The patient was wearing an omnipod insulin pump. Ems transported the patient to the emergency room, where the patient was diagnosed with diabetic ketoacidosis (dka). The patient was very upset about the cgm accuracy and declined to provide dexcom with any other event details. The patient was ¿okay¿ but was still in the hospital at the time of report (patient has been in the hospital for three days by the time of report). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.